Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the evaluation. Failure analysis investigations replicated/confirmed the reported complaint. The instrument was found to have a broken main tube. A piece measuring approximately 0.222¿ x 0.258¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of this issue is typically attributed to mishandling/misuse. No images or video were submitted for review. A review of the instrument logs for the tip-up fenestrated grasper (part# 470347-12 / sn: k11220117-0050) was performed. The instrument was last used on 02-may-2022 during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure performed on system sk1954. Based on this review, the instrument was not used during the alleged event reported in this record and it was not used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found to have a broken shaft. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no patient involvement and the issue was identified in central processing.